Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "during surgery with bixcut drills, part of the guide wire broke off and remained in the patient's bone. A part of a guide wire broke off during medullary cavity drilling during surgery a few years ago. The part of the wire that broke off remained in the patient's bone." 2/10/2025: additional feedback received: now it is probably not the olive of the guide wire of the drill shaft, as he had first stated on the phone (he also said that the rest of the wire was discarded) but the drill head, which he referred to as ¿drill olive¿.